Manufacturer narrative:
(B)(4). Batch # unk. Maude report number is mw5083457. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified

Event description:
It was reported that during and unknown procedure, the tip of the bottom jaw of the harmonic broke off. The titanium did not break off, it was the white tissue pad that broke completely off of the device. It is unknown how the case was completed. There was no adverse consequence for the patient.